Event description:
The facility reported to international affiliate, a colleague pump with failure code 810:11, that is related to air sensor/circuits being saturated. The pump alarmed "pump failure" and turned off. This problem was identified during pt use. The pt was being infused with levophed. When the infusion stopped, the blood pressure of the pt dropped to 70/40. The therapy was stopped, the pump was swapped out and the infusion of levophed continued. The pt blood pressure recovered. No additional info is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump with failure code 810:11, that is related to air sensor/circuits being saturated, which caused the pump to alarm and turn off, was unable to be confirmed by canadian technical services, as the device is not being returned for evaluation. The biomedical tech at the facility, found failure code 810:11 in the event history during inspection of the device. The tubing channel was cleaned. The device passed all tests performed and was released back into use.